Manufacturer narrative:
Returned for evaluation was one 5f dual lumen bioflo PICC. As received, the catheter was trimmed to approximately 9cm mark. The returned bioflo PICC appeared used. The female luer lock component of the white valve was confirmed to be cracked just adjacent to the parting line. There were no other visual defects noted to the valve or catheter. The customer's complaint description is confirmed for cracked hub luer. No component molding non-conformances or other damage was observed during visual inspection of the returned sample. The most likely root cause for the cracked female valve housing is due to an over tightened connection with a mating male luer (likely a needleless connector). A contributing factor to the over-tightened connection may be the mechanics/hand placement during infusion access. It is preferable to grasp the needleless connector (nc) when connecting a syringe/tubing to it rather than grasping the pasv valve luer hub while making a connection with the nc. Grasping the pasv valve hub while connecting a syringe/tubing set to the nc can transmit additional torque to the pasv female luer hub. Inadequate flushing of the device lumen may also be a contributing factor. A review of the device history records was performed for the reported packaging and component lots for any deviations related to the reported defect of the complaint. The review confirms that the lots met all material, assembly, and performance specifications. Labeling review: the dfu that is supplied in bioflo kits item number contains the following precaution: it is recommended that only luer lock accessories be used with the · bioflo¿ PICC with endexo¿ and pasv¿ valve technology. Repeated over-tightening may reduce hub connector life. Do not use hemostats to secure or remove devices with luer lock hub connections. Flushing : recommended procedure: flush the catheter after every use, or at least every seven days when not in use, to maintain patency. Use a 10 ml syringe or larger. Flush the catheter with a minimum of 10 ml of sterile normal saline, using a "pulse" or "stop/start" technique. Warning: if using bacteriostatic saline, do not exceed 30 ml in a 24-hour period. Disconnect the syringe and attach a sterile end cap to each luer lock hub. Note: this is the recommended flush procedure for this catheter. If using a different procedure than listed above, the use of heparin may be necessary. Follow institutional protocol for catheter flushing. Precaution: incompatible drug delivery within the same lumen may cause precipitation. Ensure that the catheter lumen is flushed following each infusion. Precaution: if resistance is met when flushing, it is recommended that no further attempts be made. Further flushing may result in catheter rupture. Refer to institutional protocol for clearing occluded catheters. Precaution: place a cap on the hub after use to reduce the risk of contamination. A review of the angiodynamics complaint system noted no adverse trends for this complaint type and product family. This type of complaint will continue to be monitored for trends. Reference (B)(4).

Event description:
A distributor reported an issue with a bio-stable 5f dl-55cm catheter used for treatment of bowel cancer . A crack was discovered in the PICC valve and leaking was noted along the crack, when flushed. The white lumen was dedicated for tpn use only; however, it was used for fluid infusions when the patient was discharged from chemotherapy. Tpn was used initially (on the white lumen) and then had folfiri treatment on the lumen that was not cracked (purple). The PICC is flushed according to trust policies, which is a minimum of 10mls normal saline for every access and minimum of 20mls if blood is drawn. (White lumen is reserved solely for tpn use). The device was removed. It is reasonable to conclude the device was replaced in order for treatment to be continued. There was no report of patient harm or adverse event, by the end user. The reported device has been returned to the manufacturer and an investigation into the root cause for event is currently in progress.